Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information received to date after requests 2/22/23 and 02/23/23. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in loss of audible alarm during a case. There was no patient injury.

Manufacturer narrative:
The error had generated prior to the case and was displayed on the screen was not noticed by the user. Hence, this case is considered as a use error and not reportable. H3 other text : the error had generated prior to the case and was displayed on the screen was not noticed by the user. Hence, this case is considered as a use error and not reportable.

Manufacturer narrative:
This supplemental #2 for MDR 2112667-2023-01015 is being filed to note that the primary cause of the reported audio failure was the motherboard failure due to which an error was generated without audio prior to the case and was not noticed by the user. Adding h6 codes to note the motherboard issue.